Event description:
The customer has passed out and the family member used the device to check blood glucose. Customer obtained a result of 77 mg/dl and called the paramedics. When the emt's arrived they checked glucose and the level was 49 mg/dl on their meter. The family member given an IV and was transported to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.